Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative regarding an implantable neurostimulator. The reason for call was that the caller reported patient had a battery replacement and the lead was changed around at the end of january. Caller said they noticed the left stimulator was listed as right and the right stimulator as left and previous to the surgery the patient was able to adjust therapy settings on both sides, now they can only change the settings on the right but not on the left. Patient services reviewed information and redirected to the healthcare provider (hcp) to further address the issue.